Event description:
It was reported patient attended unit for treatment. Patient's PICC line had been blocked the previous day but staff in triage managed to get a flush through it. PICC was completely blocked the following day so had to be removed. On removal the nurse noticed a kink in the line. When flushed, there was an obvious fracture in the line. Exit site marking 6cm out. Device secured with a secureacath. Drug details: docetaxel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed proximal to the 9cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended unit for treatment. Patient's PICC line had been blocked the previous day but staff in triage managed to get a flush through it. PICC was completely blocked the following day so had to be removed in the oncology department. On removal the nurse noticed a kink in the line. When flushed, there was an obvious fracture in the line. Exit site marking 6cm out. Device secured with a secureacath. Drug details: docetaxel. No other information was provided. Additional information: it was reported, internal length 40cm, exit site marking 6cm, securacath placed between 4cm-6cm. PICC site was cleaned with 2% chg in 70 % ipa chloraprep and dressed in j-loop back up the patient's arm. PICC used for oncology treatment, leak was internal. PICC was in situ for 9 days before leak. This patient had previously had similar event with first PICC. This report addresses the patient's second PICC.